Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 20 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the insulin pump had pump error. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete pump rewind. The device will be returned for analysis.